Event description:
It was reported that during lead implant, the pacing lead impedance was high and out of range. Physician chose to remove the lead and implanted new lead. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.